Event description:
During follow-up, the device was observed to be in backup mode. Abbott technical support was contacted and confirmed the event. Device replacement is anticipated to be performed to resolve the event. The patient was in stable condition.